Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stopped working due to exposed to moisture. The customer¿s blood glucose was 182 mg/dl at the time of the incident. Customer stated that the insulin pump was alarming insulin flow blocked but the buttons would not respond. Customer stated that the after pressing the power button repeatedly insulin pump shut off and stopped working. Customer stated that the keypad was unresponsive. Customer stated that the crack on the back of the insulin pump where clip goes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify unresponsive keypad, no delivery/occlusion alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.